Manufacturer narrative:
Follow-up submitted with evaluation results which determined the head end lift was stuck in an elevated position due to the lift being out of calibration.

Event description:
It was reported by repair work order that the hi/lo was not functional and the bed may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the head end lift was stuck in an elevated position due to the lift being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.